Event description:
It has been reported to philips that system was not starting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The system was used for vascular diagnostic procedure. The procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had start up issue. Upon functional testing, fse found issues with sib box and the ethernet switch. The philips engineer replaced sib box and the ethernet switch. After replacement, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed using the same system after system restart. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.